Event description:
It was reported that during a percutaneous coronary intervention, the catheter removal difficulties occurred. The 80% stenosed lesion was located in the non-calcified mildly tortuous unspecified diagonal. The lesion was 4.7mm in length, eccentric in shape, progressive and contained greater than 45 degree bend. The vessel diameter was 2.58mm. The pt presented with angina and the following diagnostic: vessel with diffuse atheromatoses and significant plate in the medium third, which is continued with a severe and diffuse restenosis of a 2.5/28 drug eluting stent that begins at the outflow of the second diagonal. Distal vessel filled by the bypass of vsg (vein sacen graft), noticing another severe plate in the left main but close to the anastomosis without lesions. Diagonal with light ostium plate. Second diagonal with severe ostium plate, distal vessel filled with competitive flow from the bypass. Bypass from the sacen vein to the left main: permeable and without lesions, although it's noted scar caliber. Bypass to diagonal: permeable, although it presents totally a thin caliber. Severe lesion in the distal anastomosis. Based on this info, the physician decided against placing a stent in the diagonal to avoid future treatment of the distal anterior descendent. The physician attempted to access the left coronary artery via the right radial artery, however, the right radial could not be cannulated with another MFR catheter due to the "impossibility of a secure handling of the catheter" in a short ascendant aorta. The physician obtained vascular access in the femoral artery and successfully cannulated the left coronary. The physician attempted to advance another MFR's guide wire to the second diagonal, however, this attempt was unsuccessful due to the "stent struts covering the stent". The physician then advanced a pt graphix guide wire and predilated with the ostium with unspecified 1.0mm x 10mm and 2.0mm x 12mm balloons, however, these balloons "didn't expand correctly", so the physician attempted to use the flextome monorail cutting balloon. The physician crossed the lesion with the flextome, however, while attempting to position the flextome in the lesion, the flextome became "trapped". The physician encountered severe resistance and difficulties while positioning the balloon. The flextome was never inflated. Severe pressure was used in an attempt to withdraw the balloon from the lesion, however, the physician successfully removed the flextome. It is unk if the balloon was removed intact. Next, the physician advanced an unspecified 2.5mm x 12mm balloon to the lesion. The balloon was inflated an unspecified number of times to 12 atms for 90 seconds to dilate the lesion and successfully complete the procedure. No pt complications were noted and the pt's status was reported as "stable". This product is ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4).